Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge. The patient underwent an ipg replacement procedure and was doing well postoperatively with pain significantly decreased. The explanted device was discarded by the medical facility.